Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their device did not seem to be working. No patient symptoms were reported and there were no complications. Indications for use are gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the event was still continuing from (B)(6) on. It was clarified that the patient was still losing urine and that there was no change that led to the issue. The doctor adjusted the monitor and the patient would see the doctor again in six months. No further complications were reported/anticipated.